Event description:
During an esophagogastroduodenoscopy, the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported "[that]" the balloon would not deflate and the catheter broke when trying to remove the device from the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic biohazard bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the balloon deflated and the catheter was damaged in two areas. During a visual examination, a kink in the outer blue catheter was identified approximately 182.5 cm from the distal end of the white strain relief. The catheter was also broken approximately 115.2 cm from the distal end of the white strain relief, exposing the inner purple catheter and confirming the complaint. Due to the condition of the returned device, catheter broken, functional testing could not be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Note: the pre-loaded wire guide with stem bumper was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it does not state if negative pressure and/or lubrication was applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The IFU also states the following: "to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.